Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl. She was trying to calibrate her pump and was having issues. The customer¿s blood glucose at the time of the incident was 46 mg/dl. She stated that the pump normally asks if she wants to update sensor but it didn¿t this time. She tried doing so from the home screen and it wasn¿t working. The customer treated her low blood glucose level by eating two packets of sugar. She declined troubleshooting for her low blood glucose because she is out of town and she said that her routine is different. The insulin pump will not be returned for analysis.